Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 ,the lay user/patient contacted lifescan (lfs) alleging a onetouch verioiq meter was reading inaccurately high readings compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) 2013 at 11pm. The patient alleged readings of ¿202mg/dl¿ compared to readings of ¿179mg/dl¿. Based on statistical methodology the calculated difference of the results exceeds the expected result of <30mg/dl or 30% within 30 minutes. The patient reported using a set dose of insulin to manage her diabetes. The patient reported 30 minutes later she developed symptoms of ¿sweating, vomiting and nausea.¿ the patient reported no treatment was received. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. The patient¿s test strip vial was in good condition as well. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (02/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.